Manufacturer narrative:
(B)(6).

Event description:
It was reported that light source dyonics was turned on and on standby, staff noticed smoke coming from the back of the unit and another staff member noticed an e2 error code. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product found the lamp body and the lamp guide plate were melted. All mounting screws were missing from the lid and both wired terminals for the lamp were cut inside the chassis. The lamp and ballast fans still function. According to the lamp meter the lamp hours are over the 500 hours usage limit. Lamp appears to be very old. Smoke that occurred at customer site was caused by the melting plastic of lamp module and guide plate. Lamp probably shorted out and melted due to excessive hours of usage. The complaint has been confirmed and a root cause has been associated with exceeding the recommended lamp limit of 500 hours of usage. Instructions for replacing the lamp can be found in the 300xl xenon light source operations/service manual.